Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. The complainant is not aware of any other details.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. The complainant is not aware of any other details.